Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a blank display. The blood glucose reading was 454 mg/dl. The customer's mother stated that her son's insulin pump alarmed failed battery test after the battery had been changed 2 days prior. The customer stated that he received the failed battery test while at a basketball game. He reported that he only had a black display, a black circle and an empty battery indicator on the screen. He noted that he was lying on the floor in gym class and had rolled around a little bit; he stated that he may have pressed on the insulin pump a little. He treated the high blood glucose levels with a manual injection. No moisture exposed was noted. Upon troubleshooting, the display did return. The caller also reported that a weak battery and bad battery alarm occurred. Troubleshoot for high blood glucose was declined. Advised that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.